Event description:
The customer reported that they had no audible alarms for a patient's asystolic event, however, event review and alarm review show that there were alarms. The patient expired.

Manufacturer narrative:
A philips field service engineer (fse) went on site to obtain logs and pertinent patient information. The evaluation confirmed the device performed to specifications. A review of the strips indicate alarms annunciating appropriatly for yellow and red alarm conditions and were silenced by the user. No product malfunction occurred. The device remains in use at the customer site.